Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the display was dark and makes sounds due to a faulty main printed circuit board. There were no visible traces of physical damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported to olympus on behalf of the customer, the high flow insufflation unit experienced a black display on the front panel, it was also noted that without carbon dioxide the insufflator works properly. The reported issue occurred during preparation of use for an unknown procedure. It was indicated that no procedure was affected by the reported event. There was no patient/user harm or injury reported due to this product issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main printed circuit board could not be determined. It is possible that the failure was caused by normal wear and tear. Olympus will continue to monitor field performance for this device.